Manufacturer narrative:
B3- date of event: estimated d4- the UDI number is not known as the catalogue and lot number were not provided. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Literature attachment: article titled: "emergent conversion to open heart surgery during transcatheter aortic valve implantation: the presence of a rescue team improves outcomes.

Event description:
This study compared the results of complications occurring in transcatheter aortic valve implantation (tavi) procedures with and without open heart surgery. The intention of this study was to determine the outcomes of tavi procedures to show the effectiveness of a complete cardiac rescue team to reduce mortality. Proglide suture-mediated closure devices was the method used for femoral access site closure. The article states that the hemostasis was achieved using the pre-close technique with pre-placed suture(s) of proglide closure devices. In some cases where hemostasis was not achieved, an additional closure device or compression dressings/manual compression was used. Additionally, there was mention of unspecified major and minor vascular complications which were resolved with a surgical approach at the end of the procedure, unknown if related to the access site. Specific patient information is documented as unknown. Details are listed in the attached article, "emergent conversion to open heart surgery during transcatheter aortic valve implantation: the presence of a rescue team improves outcomes"

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reported through the research article, a conclusive cause for the reported failure to achieve hemostasis could not be determined. Additionally, a definitive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The reported unexpected medical and surgical intervention were likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.